Manufacturer narrative:
Suspect device received on (B)(6) 2021. Device evaluation completed on (B)(6) 2021: during the visual evaluation, no apparent damage or visual anomalies were observed on the sal siltex rnd diap pkg 275cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.,according to the information reported, the patient underwent explantation of the sal siltex rnd diap pkg 275cc breast implant after a motor vehicle collision. Device image completed on october 16, 2021: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent a primary breast augmentation with a mentor siltex round moderate profile, 300cc on the left, and 275cc on the right side, saline prosthesis experienced left-sided deflation post procedure. The issue happened through trauma due to motorcycle accident. As a result, the patient underwent bilateral replacements as follow: l/cat#: 3501645, sn#: (B)(4), r/ cat#: 3501640, sn#: (B)(4) on (B)(6) 2021. This report relates to the right prosthesis.